Manufacturer narrative:
Additional information investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip - tilt, organ perforation, embedded, diff to retrieve, scarring, pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. Unknown if the reported scarring is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
This follow up medwatch is actually follow up #2. The previous follow up medwatch was submitted as follow up #3 in error, when it should have been follow up #1; therefore, this report will be submitted as follow up #1 for processing purposes. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: artery/vena cava (vc) perforation. The additional information regarding artery and vena cava perforation does not change the previous investigation results for organ perforation. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the filter is tilted anterior with its proximal cone against the ivc wall. The anterior right strut penetrates 7 mm through the ivc wall. The anterior left strut penetrates 11 mm through the ivc wall. It penetrates into the right common iliac artery. The posterior right strut penetrates 8 mm through the ivc wall. It penetrates into the psoas. The posterior left strut penetrates 0 mm through the ivc wall."

Event description:
Previously reported on 13mar2023: report from CT (computed tomography): "filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the filter is tilted anterior with its proximal cone against the ivc wall. The anterior right strut penetrates 7 mm through the ivc wall. The anterior left strut penetrates 11 mm through the ivc wall. It penetrates into the right common iliac artery. The posterior right strut penetrates 8 mm through the ivc wall. It penetrates into the psoas. The posterior left strut penetrates 0 mm through the ivc wall."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 14nov2018 on a report with an incorrect follow up # 3 and on 17mar2023 on a report with an incorrect follow up # 1. Therefore, this report is being submitted as a correction follow up # 2 with the information from both of the previously submitted follow ups. Previously reported on 14nov2018: additional information. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip - tilt, organ perforation, embedded, diff to retrieve, scarring, pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. Unknown if the reported scarring is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Previously reported on 17mar2023: this follow up medwatch is actually follow up #2. The previous follow up medwatch was submitted as follow up #3 in error, when it should have been follow up #1; therefore, this report will be submitted as follow up #1 for processing purposes. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: artery/vena cava (vc) perforation. The additional information regarding artery and vena cava perforation does not change the previous investigation results for organ perforation. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2018-00949. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 1820334-2018-03141. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to morbid obesity. The patient is alleging that the device had tilted, there was organ perforation, and was embedded. The patient is also alleging that the device left a permanent scar on the neck and is painful at times.